Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing performed. According to the investigation, the customer reported problem could not be repeated or duplicated. However, reported problem found in pump ehl. Therefore, investigator replaced the pump upstream sensor for preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarm. No patient injury reported.